Manufacturer narrative:
Additional information received; it was confirmed that there was no endurant used in this patient, this information was provided in error. A valiant device was used instead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient age and patient weight updated. Correction: brand name updated. Facility details updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a 64mm thoracic aortic aneurysm. It was reported that 5 days later, follow up identified enlarging of the distal thoracic aorta. Three weeks later, an additional endurant stent graft was implanted distally. Ballooning was completed proximally and distally with no evidence of endoleak at the end of the procedure. It was reported the patient received prbcs for treatment of post surgical anemia. Per the investigator the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.